Manufacturer narrative:
The initial reported event of "inappropriate shocks. Increased impedance, sensing difficulty and lead fracture" was previously submitted via a remedial action exemption (rae) summary report. The manufacturer has voluntarily discontinued this rae, so supplemental information is being submitted via a 30 day report. Analysis of the lead had been on hold due to pending litigation, but was later completed. No further patient complications have been reported as a result of this event. Evaluation summary: the proximal portion of the lead was returned, analyzed. Analysis indicated there was an issue with the lead conductor. The analyst noted that visual inspection found green substance on the proximal conductor ring in the trifurcation. If information is provided in the future, a supplemental report will be issued.

Event description:
The initial reported event of "inappropriate shocks. Increased impedance, sensing difficulty and lead fracture" was previously submitted via a remedial action exemption (rae) summary report. The manufacturer has voluntarily discontinued this rae, so supplemental information is being submitted via a 30 day report. Analysis of the lead had been on hold due to pending litigation, but was later completed. No further patient complications have been reported as a result of this event.